Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was feeling lethargy. The right atrial (ra) lead exhibited position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.